Event description:
Accessed pt's right port with 20gauge 3/4 inch huber power needle to draw labs/ flush with normal saline (ns) and heparin. While flushing with the ns after the blood draw, it was noted that saline was leaking slowly from the metal needle close to where the wings attach to the needle (this is all external to the patient). Lot number and needle sent to central supply.